Manufacturer narrative:
Continuation of d10: product ID 97745nt, lot#/serial# (B)(6). H3: analysis of the 97745nt programmer (ptm) (s/n (B)(6)) revealed that complaint was unable to be verified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Manufacturer representative (rep) called with the patient (pt) on their other line, as the patient had let their implantable neurostimulator (ins) battery deplete and then went to charge it, but the controller will not turn on. Rep states that the light on the wall charger does turn on to show it is charging the li battery pack, but the controller screen will not turn on. Rep states that she tried having the patient take out their lithium battery and placing it back in again, however this did not fix the problem. Rep states the patient has very limited resources and is unable to try placing aa batteries in the back, as suggested by patient services (pss). Rep also stated on the call that the patient contacted her about two months ago and had an issue where the rep had them take the li battery out and place it back in again, which did fix the problem. Rep is unsure when this issue began, but also states yesterday. No symptoms were reported. A replacement controller was sent out.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #:(B)(6), UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.